Event description:
It was reported that the patient received an urgent low glucose alert of 40 on cgm without fingerstick confirmation while sick, had earlier paused insulin for approximately two hours during a bath, experienced a g7 sensor failure during the bath and delayed starting a new sensor, then resumed delivery with glucose rising to 224, received correction doses, and subsequently experienced a low glucose event that improved after eating potato salad and following low glucose treatment guidance. Symptoms included hypoglycemia with dizziness and shaking, as well as preceding hyperglycemia. Outcomes included an unexpected need for medication treatment and a delay to therapy; no hospitalization was reported. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a device component was not applicable, and a usage problem was identified in the form of improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.